Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A gi bleed event was previously reported for this patient under MFR #: 2916596-2022-14412. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for low hemoglobin levels and melena with otherwise stable hemodynamics. A enteroscopy was performed with unremarkable results. A colonoscopy was also performed which revealed a large polyp. The polyp was removed from the ascending colon and no bleeding occurred. The patient was stable at discharge with stable hemoglobin levels for 72 hours and no melena.